Event description:
It was reported that 3 years post implant noise was noted on the atrial. Oversensing on the atrial lead was also noted. The technical consultant stated that this was consistent with atrial lead crush. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): outer insulation breached (clavicle-rib crush), conductor distorted, and blood noted on conductor and helix; full lead returned and analyzed.